Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. The physician was attempting to implant a 3.0x20mm liberte' monorail coronary stent delivery system at the anterior descendent coronary artery; however, when the stent delivery system was advanced the catheter shaft fractured at its proximal part. The procedure was completed with another of the same device. Patient status is stable.